Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the device has impact marks on the strike plate and on the shaft. There are also wear marks visible on the tip below the fracture site. The threaded tip has fractured from the device and was not returned. Sem analysis determined that the fracture surface features of the threaded inserter align with those reported in zrm_wa_0491_18 summary of failure analysis of threaded inserter tip fractures. Zrm_wa_0491_18 summarized and documented the features on the fracture surfaces and the failure mode of the threaded inserters. The threaded inserter tip fractures presented in this summary all had evidence of fast fracture type bending overload failure, with varying amounts of inserter thread engagement in the shell at the time of the fractures. Fracture initiation sites were single or multiple. It was concluded that the common failure mode for the threaded inserter tips presented is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. Review of the device history record identified no deviations or anomalies during manufacturing. A supplier DHR was not requested because the reported device has a potential field age of 5 years and it is unknown how many times the device has been used. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip on the g7 monoblock snapped off during cup insertion. Attempts have been made and additional information on the reported event is unavailable at this time.